Event description:
It was reported the patient noticed some tenderness around the top of the implantable neurostimulator (ins). The ins was implanted with a pocket adaptor beneath it. The ins was nearing end of life and the patient¿s healthcare professional (hcp) decided to replace the ins at the same time the ins placement was revised. During the revision, a new pocket was made about 1.5 to 2 cm below the previous pocket. Impedances were measured to be fine and the ins pocket was closed.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v101646, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (b)(), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v108523, implanted: (B)(6) 2008,product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type; extension. (B)(4).